Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/07/2014). The lay user/patient¿s meter was returned on 08/29/2014 and evaluated by lifescan product analysis on 09/02/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that her onetouch verio iq meter had a power issue - meter reverting to set up mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred about a week prior to contacting lfs. The patient manages her diabetes by self-adjusting her insulin doses and denied taking any action in response to her regular diabetes management regimen as a result of the power issue. The patient stated that ¿a week¿ after the alleged power issue occurred, she developed symptoms of ¿sweaty and disorientated¿. The patient claimed that on (B)(6) 2014 around noon she self-treated with ¿glucose tablets/gel¿. At the time of troubleshooting the cca noted that the specifics of the power issue arose after recharging the battery. This issue was not resolved through training. Replacement products were sent to the patient. This complaint is being reported because of the delay in treatment the patient experienced. Treatment was received seven days after the product issue allegedly began which suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose; therefore the alleged power issue may have contributed towards the patient receiving treatment for a symptom indicative of hypoglycemia.